Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient experienced a syncopal episode and heart rates of 40 beats per minute (bpm). It was noted that the chronic right atrial (ra) and right ventricular (rv) lead's exhibited high impedance measurements of greater than 2500 ohms in bipolar pacing mode. This triggered the lead safety switch (lss) which switched the lead pacing configuration to unipolar pacing mode. The rv lead would not capture in any configuration when programmed at 6.5v and 1.0ms. The ra lead threshold measurements were 0.5 v at 0.4 ms in unipolar configuration. The ra lead would not capture in bipolar configuration, however successfully captured in unipolar pacing mode. The patients symptoms were eliminated by adjusting lead configuration to unipolar and restoring ra capture. Both the ra and rv leads were surgically abandoned and new ra and rv leads were successfully implanted. No further adverse patient effects were reported.